Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used in a stent placement procedure for stone management; laser lithotripsy in the left ureter performed on (B)(6) 2022, as part of the u0652 double-j registry clinical study. (B)(6) 2022, a planned stent removal procedure was performed. The stent was not difficult to remove and was removed successfully. Pain control was not required. It was reported that the patient experienced mild hematuria and mild left ureteral pain and was prescribed with ketoprofen for 48 hours as medication for the adverse events. The mild hematuria and mild ureteral pain were reported to have been resolved on (B)(6) 2022. In the physician's assessment, the relationship between the procedure and the event is possibly related, and the relationship between the device and the event is possibly related.

Manufacturer narrative:
Study: u0652 double-j registry clinical study. Patient code e2330 captures the reportable event of pain. Patient code e1302 captures the reportable event of hematuria. Impact code f2303 captures the reportable event of medication required.